Event description:
According to the reporter the device will charge ok to higher energy levels but not to energy levels lower than 100 joules. There were no pts.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not charge to energy levels below 100 joules. Physio replaced the power conversion pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.